Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited high pacing impedance, failure to extend helix and had dislodged too which was confirmed through fluoroscopic imaging. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events included lead dislodgement, a helix mechanism issue, and high pacing impedance. The helix mechanism issue was confirmed, while the high pacing impedance was not. The lead was returned intact, with the helix retracted and clogged with blood and tissue. After cleaning, the helix could be extended and retracted to its full length within specifications. The helix mechanism issue was attributed to the helix being clogged with blood and tissue and over-torquing of the inner coil. Electrical testing revealed internal shorting due to over-torquing the inner coil in the connector region. X-ray inspection confirmed over-torquing of the inner coil at the connector region, consistent with procedural damage. Visual inspections of the lead did not reveal any anomalies.